Event description:
Pt's family member called to report that the display screen is half blacked-out and pt is unable to read it in order to program the pump. In addition, the units remaining is not correct. It reads 20 units and the cartridge is full. When family member was asked if the pump had been dropped or subjected to trauma, they said they did not think it had. The pt has had this pump for about one year.